Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6). Please reference medwatch with patient identifier (B)(4) for the second vial of test strips.

Event description:
Customer reportedly received results of 21 mg/dl and 324 mg/dl within 10 minutes on the performa combo system. Two vials of test strips were used for these tests. No adverse event reported. The alleged product was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.